Event description:
It was noted that noise oversensing was observed on the right atrial (ra) and right ventricular (rv) lead and the patient's rate was in the 160s. The leads were noted as not working and were subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.